Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies, concomitant products: (B)(4) implantable pulse generator (ipg) implanted: 2006 (B)(6); 5024m implantable pacing lead implanted: 2001 (B)(6). (B)(4).

Event description:
It was reported that a pocket erosion and infection occurred. The implantable pulse generator system was explanted and replaced. No further patient complications have been reported as a result of this event.